Event description:
Device issue: flared struts. Time of device malfunction: during procedure. Symptoms/ae: intervention to remove stent from anatomy. User facility medwatch report received states: "unable to deploy stent in pt due to body anatomy. Stent flared at bilateral ends and was snared out of body from ij site." Customer report source contacted and the following additional information was received: during a stenting procedure of an unspecified vessel, the omnilink stent could not be deployed due to the tortuosity of the pt anatomy. The stent flared at the bilateral ends and could not be removed through the sheath. The stent was snared successfully and there was no harm to the pt. No additional information was provided. Additional text from the user facility report: unable to deploy stent in pt due to body anatomy. Stent flared at bilateral ends and was snared out of body from ij site.

Manufacturer narrative:
Evaluation summary: device evaluation was not possible because the device was not returned for analysis. Damaged or flared stent struts can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, pt anatomical morphology, calcification, and pt disease state. During manufacturer of the device, all crimped stent outside dimensions are 100% measured then a protective balloon sheath is mounted over the crimped stent to protect both the balloon and stent. The reported incident indicated that the stent damage was due to anatomy of the pt. No corrective action will be implemented in this case. The conclusive root cause for the incident could not be determined. The device lot history record was reviewed and no non-conformities were identified.